Event description:
A company rep reported that his handheld computer could not turn on. The battery was accidently depleted completely, and then the computer was plugged back into the power source. The power light was reportedly coming on periodically but not consistently. When he pushed the power on, nothing happened. A hard reset was performed with no results, and it was confirmed that the lock button was not accidently switched on and all of the wires cables were in place. The battery was removed, which had no physical abnormalities and replaced it, plugged it back in, and attempted another hard reset without results. The rep did not have another computer to troubleshoot. The device was returned to the manufacturer for analysis, but analysis has not been completed to date. No pts were affected by this event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.